Event description:
Note: this report pertains to the first of two devices which were used during the same procedure. A radial jaw 3 single-use biopsy forceps was used during a transbronchial biopsy procedure in 2008. According to the complainant, "[a]fter the forceps [were] passed through the [endo]scope, on the first bite attempt, the forceps broke at the head area, near the jaws. The pull wires disconnected from the jaws when they attempted to take a biopsy sample. No component of the device detached within the pt anatomy, [and] the device was removed intact." The physician attempted to complete the procedure with a second radial jaw 3 biopsy forceps device. Refer to MFR report# 3005099803-2008-00314 for details regarding the second event.

Manufacturer narrative:
The suspect device has not been returned; therefore, a device evaluation is not available and the cause of the reported malfunction is undetermined. A search of the complaint database revealed two additional complaints recorded for this lot, from the same customer (one for the same issue and one for a damaged sheath). The february 2008 15-month pulmonary biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.